Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed a high volume of short ventricle-ventricle (v-v) intervals, unipolar polarity switch and displayed lead impedance warnings. The right atrial (ra) lead showed unipolar polarity switch and displayed lead impedance warnings. It was noted that the patient underwent cervical branch radiofrequency ablation surgery when the polarity switch occurred on both leads. Both leads were reprogrammed and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: a2dr01 ipg, implant date: (B)(6) 2017. Occupation: other healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed a high volume of short ventricle-ventricle (v-v) intervals and unipolar polarity switch. The right atrial (ra) lead showed unipolar polarity switch. It was noted that the patient underwent surgery when the polarity switch occurred on both leads. Both leads were reprogrammed. No patient complications have been reported as a result of this event.